Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: cook inc. Has been unable to submit reports due to issues with receiving new ssl certificates for esg as2 trading partners from the esg help desk. This issue was discovered over the weekend of 25nov2023. Cook has been in communication with the FDA regarding this issue and was provided the needed security certificate on 04dec2023. Per FDA-2008-n-0393, questions and answers about emdr - electronic medical device reporting - guidance for industry, user facilities and FDA staff, section d: if a manufacturer or importer is unable to submit a report on time due to an outage affecting the esg or the cdrh emdr processing system, it may document its attempts at timely filing in block h10 for the affected reports and submit reports electronically as soon as the esg or cdrh emdr processing system is operational.¿ an email has been sent to FDA as the guidance instructs informing FDA of the information set forth in the guidance regarding these delayed submissions. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, a 'cook bakri postpartum balloon with rapid instillation components' leaked during use. On (B)(6) 2023 at 1822, a female patient experienced postpartum bleeding following delivery and lost approximately 400ml of blood. A 'bakri' was placed into the uterine cavity transvaginally with oval forceps and inflated with 350ml of saline. Following device placement, it was noted that the blood concentration in the drainage bag was light and it was suspected that normal saline was leaking into the drainage tube. On (B)(6) 2023 at 1005, the remaining 250ml of saline was extracted from the device balloon and the vaginal bleeding had decreased following removal. After the device was removed, the patient received 20u injection of oxytocin. The patient lost an additional ~100ml of blood following device use; total estimated blood loss was ~500ml. The patient received a blood transfusion of an unknown amount. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. The device was function tested, and the balloon inflated without issue. No leakage was observed. Then, all liquid and air were removed from the balloon, and it stayed completely deflated. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search identified one other complaint associated with the reported device lot. Review of the device history record, complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU provides the following information to the user related to the reported failure mode: - "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive cause of the event could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: customer (person) phone = (B)(6). E3: customer occupation = agent. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a cook bakri postpartum balloon with rapid instillation components leaked during use. On 01nov2023 at 1822, a female patient experienced postpartum bleeding following delivery and lost approximately 400ml of blood. A 'bakri' was placed into the uterine cavity transvaginally with oval forceps and inflated with 350ml of saline. Following device placement, it was noted that the blood concentration in the drainage bag was light and it was suspected that normal saline was leaking into the drainage tube. On (B)(6) 2023 at 1005, the remaining 250ml of saline was extracted from the device balloon and the vaginal bleeding had decreased following removal. After the device was removed, the patient received 20u injection of oxytocin. The patient lost an additional 100ml of blood following device use; total estimated blood loss was 500ml. The patient received a blood transfusion of an unknown amount. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.